Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was 550 mg/dl. Customer addressed the elevated bg with a manual insulin injection. Customer declined to complete the troubleshooting with tandmen technical support, therefore no additional information could be provided.